Manufacturer narrative:
A2. Patient age at the time of event is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Hemolysis was noted; however, the etiology was unclear, and it is unknown whether it was due to impella support, va ECMO, or crrt. Echocardiography demonstrated the impella positioned deep at 5 cm, which was subsequently repositioned to 3.5 cm. The patient received 1 unit of packed red blood cells and 1 unit of platelets. The positioning issue had no impact on the patient's hemodynamics, and the patient survived to explant. Hemolysis may occur in the setting of concurrent impella support with va ECMO and crrt, and may be influenced by the deep device position observed on echocardiography.

Manufacturer narrative:
B5 (event description) has been added, as the clinical narrative was updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: additional information later received indicated that hemolysis resolved following repositioning of the impella device. Following repositioning, stabilization of laboratory parameters was noted, including lactate dehydrogenase and liver function tests. It was noted that the patient remained on continuous renal replacement therapy and veno-arterial extracorporeal membrane oxygenation; therefore, the contribution of these therapies to the initial hemolysis could not be excluded.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was unable to be definitively determined due to inconclusive product findings and insufficient clinical details. However, potential contributing factors include positioning issues based on clinical details, which may be related to the cannula kink observed on the returned device, and biomaterial observed on the returned device. The origin of the cannula and biomaterial is unknown due to insufficient clinical details and no data logs.

Event description:
It was reported that the hemolysis resolved after the repositioning of the pump and the lactate dehydrogenase (ldh) and liver function tests (lft) stabilized

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Manufacturer narrative:
Additional information was received and noted the following: blood products were given; however the number of units is unknown. Following receipt of additional information, the clinical narrative was updated and captured to b5 event description.

Event description:
Updated clinical narrative: additional information later received indicated that hemolysis resolved following repositioning of the impella device. Following repositioning, stabilization of laboratory parameters was noted, including lactate dehydrogenase and liver function tests. It was noted that the patient remained on continuous renal replacement therapy and veno-arterial extracorporeal membrane oxygenation; therefore, the contribution of these therapies to the initial hemolysis could not be excluded. Previous clinical narrative: an impella cp device was inserted via the right femoral artery in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Hemolysis was noted; however, the etiology was unclear, and it is unknown whether it was due to impella support, va ECMO, or crrt. Echocardiography demonstrated the impella positioned deep at 5 cm, which was subsequently repositioned to 3.5 cm. The patient received 1 unit of packed red blood cells and 1 unit of platelets. The positioning issue had no impact on the patient's hemodynamics, and the patient survived to explant. Hemolysis may occur in the setting of concurrent impella support with va ECMO and crrt, and may be influenced by the deep device position observed on echocardiography.

Manufacturer narrative:
The complaint coding was updated to appropriately reflect the reported event based on initial reported details. As a result, h6 health effect - clinical/impact and medical device problem coding were updated, corrected accordingly. Additionally further information was subsequently received and noted the following: hemolysis was resolved after repositioning. The repositioning of the impella stabilized the ldh (lactate dehydrogenase) and lfts (liver function tests). The patient remained on continuous renal replacement therapy (crrt) and veno arterial extracorporeal membrane oxygenation (va ECMO), and therefore, it was still unclear if the hemolysis was also due to these therapies.